Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) had concerns about left ventricular (lv) loss of capture (loc) on this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) recommended further testing. No adverse patient effects were reported. This crt-d remains in service.